Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a varying lead (channel not specified) impedances. Some measurements were high, out-of-range. All other lead measurements were acceptable and stable. The clinician also reported noisy signals.